Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the right ventricular (rv) lead, and there was also loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.